Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges falling off scooter causing injuries. Alleges holding legs to the side with no lap belt since customer states it is uncomfortable putting feet up on wheel fenders.

Manufacturer narrative:
The device was returned and evaluated. Operator error.

Event description:
Alleges falling off scooter causing injuries. Alleges holding legs to the side with no lap belt since customer states it is uncomfortable putting feet up on wheel fenders.